Manufacturer narrative:
The data acquisition (da) pcba was tested and no failures were identified.

Manufacturer narrative:
The unit was received at the international service center. The technician performed run in test on 02/14/2017 but the reported complaint was not duplicated. However, error code 110d (proximal pressure sensor range error) was identified in the diagnostic event log, which confirms the reported check vent occurrence. Data acquisition board was replaced. Calibration was performed and then no abnormality was found. The da board was returned to the v60 vent manufacturing facility for evaluation. Evaluation is anticipated, but not yet begun.

Event description:
The international customer reported that "check vent: proximal pressure sensor range error" was displayed on the v60 vent while in use. When the unit was turned off and turned back on, the message was not displayed but the unit was replaced. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Usage of device added.